Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to a fall.

Manufacturer narrative:
No devices or photos were returned therefore a determination on the condition of the component could not be made. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. No other complaints of any type have been reported for this lot of liners. The liner was used with an approved and compatible combination of components. Operative notes were requested however none provided. The exact cause could not be determined.